Event description:
This ra lead was implanted on (B)(6) 2001, and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016, stating that this lead was involved in an infection and erosion. The physician was dr (B)(6), at (B)(6) hospital. No other this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).